Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Was the procedure successfully completed? Please provide the procedure name and date. Events reported in medwatch report: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.